Manufacturer narrative:
Product event summary: the device was returned but analysis could not be performed due to legal restrictions. Concomitant medical devices: 5076-45 lead, implanted: (B)(6) 2007; 5071-53 lead , implanted: (B)(6) 2007. -

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.